Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires. The root cause for the strained cable was physical abuse. No adverse event resulted form the defective electrode belt. The last pt to use this belt did not report any deficiencies.